Event description:
Customer reported peforming comparision tests with the freestyle meter. The customer received low, but erratic results of 38 mg/dl. 117 mg/dl, 83 mg/dl and 57 mg/dl. The customer was not feeling signs of hypoglycemia. There is no indication that the customer required medical attention. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.